Manufacturer narrative:
According to the information provided by the technician, replacement of pressure transducer printed circuit board (pcb) solved the issue. The device was delivered to the user in working condition. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Device's logs were not provided. The defective part was not returned for investigation, despite request. The cause of the issues in this customer product complaint have been determined. The issue was related to pressure transducer pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: 1305951.